Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: implant size exchange. Concomitant products: 450cc smooth mentor memorygel breast implant, catalog # 3504501bc, serial # (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a 450cc smooth mentor memorygel breast implant and experienced postoperative right-sided rupture. The rupture was discovered during implant size exchange procedure. The patient underwent explantation and replacement with 275cc smooth mentor memorygel breast implant, catalog # 3507275mc, left serial # (B)(4) and right serial # (B)(4) on (B)(6) 2019.